Event description:
On fluoroscopy, which was reviewed with the physicians, the temporary lead appeared to have perforated the heart, patient experienced cardiac tamponade. No pericardial effusion was observed and cardiac perforation was suspected, but it is unclear whether the cause was (B)(6) micra's tines or temporary lead. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).